Event description:
It was reported to boston scientific corporation that four months after a cystocele repair procedure, using a pinnacle pfr kit, the patient presented with a small piece of eroding mesh. The patient was treated with estrogen cream vaginally, and reportedly healed "pretty well." She is being monitored to assess if the mesh needs to be removed.

Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.